Event description:
A significant increase in rv lead impedance was found on latitude remote monitoring. Patient brought into office to rule out rv lead integrity issue vs. Spring contact issue. Unable to reproduce noise or significant change in impedances with provocative maneuvers. Bsc tech support contacted. Issue thought to be from spring contact and recommends continued monitoring. Manufacturer response for ICD, boston scientific d153 dynagen (per site reporter). Continue to monitor rv impedances.